Event description:
It was reported, that this implantable cardioverter defibrillator (ICD). Exhibited out of range shock impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. Additionally, it was noted, that the beeper of this device was deactivated after an MRI was performed. Boston scientific technical services (ts) discussed reprogramming options. At this time, this device remains in service.